Manufacturer narrative:
No further information was provided. The manufacturer is closing this event.

Event description:
The patient was seen by infectious disease again on (B)(6) 2019 and was told to continue ciproflaxin for chronic suppression. The event resolved on (B)(6) 2019 with sequela (chronic antibiotic suppression).

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The initial driveline infection occurred on (B)(6) 2019 and was reported under MFR #2916596-2019-02086. The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device 10 months 17 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was seen by infectious disease on (B)(6) 2019 and was instructed to decrease dosage of ciprofloxacin for another three months for suppression. The patient was seen again on (B)(6) 2019 and was told to continue ciprofloxacin for suppression.